Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Clinical review: an impella rp flex was placed via the femoral vein of the 62-year-old female post surgical patient who had been admitted in with right heart failure and in scai stage e shock. The patient has known history of prior bypass/coronary artery bypass graft (CABG) surgery for known coronary artery disease, but any other underlying comorbidities are unknown. The pump was placed, but after a day of support the team observed the tuohy borst to be malfunctioning, as it would not tighten down, however the pump was able to be secured. On day 4 of the support there was an observation made of hemolysis. The labs correlate to this as the plasma free hemoglobin was noted to be 299mg/dl and the creatinine was elevated. The team noted there was poor anticoagulation which may have contributed to the hemolysis. The team made decision to explant the rp flex and place instead a protek duo for continued support, and the hemolysis continued post rp flex explant. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors. Investigation summary the pump was not returned for investigation. Usbs with data logs were returned for investigation. Data log shows the pump was utilized until 16-dec-2025, 1 am. Data log shows a motor current spike at around 15-dec-2025, 10 am, without impacting any other pump parameters, and later on 16-dec-2025, 00:40 am, with a noted drop in pump flow while running at p8. There were no other signs related to positioning issues or major suction during the case run. Difficult to open/close catheter anchor or touhy: clinical details indicate that the tb valve was not locking down tightly and was just spinning. Despite all efforts, it was unable to be tightened, although the device was secured. The cause of the difficulty in locking the tb valve was not determined without returned product investigation and sufficient clinical details. Mechanical interaction with blood (hemolysis): the cause of the hemolysis issue was most likely related to biomaterial ingestion, based on data log review. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
H6 was inadvertently omitted on the initial manufacturer device report number therefore it was added on this report.

Event description:
The complainant reported that a patient was implanted with an impella rp flex via the right femoral vein for mechanical circulatory support. On support day 2, it was reported that the tuohy-borst valve would not tighten. Many efforts were made to tighten the valve; however it was reported that it would only spin and would not tighten. It was noted that the impella rp was secured. On day 5 of support, the patient experienced hemolysis, and the pump was subsequently explanted. The impella rp was replaced with a protek duo. It was noted that the patient continued to experience hemolysis post impella rp explant. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.